Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the lead perforated the patient's coronary sinus causing a tamponade. A chest tube was inserted to drain approximately 80 ml of fluid. The lead was surgically abandoned. No additional adverse patient effects were reported.